Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The sample was not returned. A photo was provided for this serial number. The device was held in ungloved fingers and appeared to be on (or in) a clear plastic material. The device was only visible from the mylar to the end of the loading area. The lens stop and plunger lock were removed. The plunger has been advanced beyond the far end of the loading area. The lens cannot be observed in this photo. The presence of viscoelastic inside the device cannot be confirmed from this photo. No further determinations can be made with a physical sample. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not determine the root cause for the reported complaint. Only a photo of this sample was provided. The lens was not able to be viewed in the provided photo. The location and condition of the lens could not be verified. The presence of clinical solution cannot be determined. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. It is unknown if adequate viscoelastic was placed into the device. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Due diligence has been performed in an attempt to obtain further information on this event. No additional information has been provided. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare care professional reported with a description of intraocular lens (iol) injector failed to deploy. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).